Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed damage to that could have potentially contributed to the reported event of the knife being dull. The coring knife, serial number (B)(6), was returned with the protective caps over both ends. The coring knife was in used condition with blood and rust present on its external body as well as the blade edge. Microscopic inspection revealed that the blade edge had multiple imperfections. These imperfections consisted of chips and hanging burrs, as well as areas of rollover and missing material which appeared to have the potential to contribute to a cutting issue. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. No further information was provided. The manufacturer is closing the file on this event. The device is included in the apical coring knife unable to cut advisory issued by abbott on (B)(6) 2023.

Event description:
There were no consequences to the patient as a result of the event and there was no delay in surgery. The patient was doing well post-implant.

Event description:
It was reported that the heartmate apical coring knife was dull. Of note the patient's apex was calcified which may have been a factor. The surgeon used an 11 blade to successfully core without issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.